Manufacturer narrative:
On 09-oct-2019, mentor received additional information that the suspect medical device serial number is (B)(4). The patient underwent a primary breast augmentation and presented with left breast pain, swelling, and implant distortion since(B)(6) 2019. There was no evidence of cellulitis or prosthetic cavity infection. It is unclear whether the seroma fluid was tested. On 01-nov-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant, seroma and capsular contracture. During analysis of the sample was found rupture. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade 4, late onset seroma, rupture. Concomitant products: mentor memorygel breast implant, catalog # 3504004bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unspecified breast surgery with a 375cc mentor memorygel breast implant and experienced postoperative grade 4 capsular contracture, rupture, and late-onset seroma all on the left side. The rupture was discovered when the patient underwent surgery for seroma and capsular contracture on (B)(6) 2019. As a result, the patient was replaced with like device, serial # (B)(4).